Manufacturer narrative:
The company representative noted that the battery was deformed due to heat of overcharge. There was some evidence that electrolysis solution leaked. The battery was replaced. Device tested and returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of battery operation of the iabp, the iabp shutdown. The battery icon showed the battery was fully charged. No patient was involved.